Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
It was reported that during testing, the ventilator had an error. There was no patient involvement. The service engineer (se) inspected the device. The se found the ventilator had a power on error: ventilator restart, 3.5 volt power failure. The se reconnected the power management board line wires to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.